Event description:
Event description guidant received information that the patient with this right ventricular lead was admitted to the hospital for a blood pressure condition and suspected perforation and/or cardiac tamponade. An echocardiogram revealed pericardial effusion. During a revision procedure, it was observed that approximately 1.5 cm of the lead was in the pericardial space. 250 cc's of blood and a clot were removed through pericardiocentesis. The lead was explanted and replaced.